Manufacturer narrative:
(B)(4). The device was explanted and should be returned to the MFR, med-el headquarters, for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that an obvious decline in the patient's hearing performance was noticed on (B)(6) 2014. A history of head trauma was denied. The patient was re-implanted on (B)(6) 2014.